Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to short v-v intervals and high rate non-sustained episodes. The rv lead also exhibited non-sustained ventricular tachycardia events as well as noise. A rv lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced. No patient complications have been reported as a result of this event.